Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led the sudden loss of stimulation and loss of therapy was a change in programming. The consumer¿s weight at the time of the event was (B)(6) pounds. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a loss of therapy. The caller stated that the patient "didn't seem to be getting the stimulation." The caller had met with the healthcare provider (hcp), but had forgotten the patient programmer (pp)so the hcp set stimulation to 1.9. At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on. The patient was assisted with increasing stimulation from 1.9 to 2.1 and was happy with the stimulation. The loss of stimulation was reported to have been sudden, but the report that after increasing stimulation the patient could feel stimulation again suggests no malfunction. It issue was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.